Manufacturer narrative:
On 30 jan 2024 we have received the item involved in the event. Visual inspection performed by washing and packaging manager only one distal foam is present inside the packaging, the one that holds the tip and prevents it from moving, while the second foam (the one that holds the stem neck) is not inside. In our system, both are specified and we expect they were inserted inside the packaging. The package was broken presumably due to an accidental fall.

Manufacturer narrative:
Batch review performed on 20 october 2023: lot 1902835: 8 items manufactured and released on 17-jul-2019. Expiration date: 2024-jul-07. No anomalies found related to the problem. To date, 2 items of the same lot have been sold with no similar reported event during the period of review. Preliminary investigation performed by washing & packaging manager: the package was broken presumably due to an accidental fall. From the photo received, the distal blisters that are used to hold the piece inside and prevent it from moving are not visible, however, in our system they appear to be used and so we expect they were inserted inside the packaging.

Event description:
During the primary hip surgery, when the agent opened up the stem implant, it was observed that the implant had broken through the sterile packaging and the cause is unknown. The issue was noted when the femoral bone was already prepared. The surgeon decided to re-sterilize it because no back-up was available and they could not go down or up in size. The piece was re-sterilized with steam sterilization. The issue caused 45-minute delay. The surgery was completed successfully; additional anesthesia was administered. Only one blocker was inside the packaging.